Event description:
Reporter alleged blood glucose measured 64 mg/dl at 6:16 pm back to back with a result of 150 mg/dl performed at 6:20 pm. It was stated no actions were taken or treatment received reportedly as a result. A taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.